Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8295902. Medical device expiration date: 2023-11-30. Device manufacture date: 2018-10-22. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown.

Event description:
It has been reported that the syringe 1.0 ml 30ga 1/2 in uf 10bag 500cs has been found experiencing bent needles, clogged needles, and incorrect needle length during use. The following has been provided by the initial reporter: material no: 328411, batch no: 8295902, unknown. It was reported by the consumer that the needles bend during injection, some needles bend when removing the shield. It was also reported that the needles are clogging when drawing up medication and some needles are short and some are three times longer. Event description per snow case states, "consumer reported since 2 and half months he has been facing the following issues. Needle gets bent during the injection or while taking it out of the vial. Some of the needles get bent while removing the needle shield. Confirmed if he takes the shield straight out. Incident date -unknown; occurrence-unknown; he also reported no insulin gets in the needle during the drawing. He thinks there is no hole in the needle. Incident date-unknown; occurrence-unknown; consumer also reported he sees some needles are short and some are 3 times longer. He notices from different poly bag in the box. Poly bag-lot# 8285902 a. 2018-10-01. Expiration date-2023-11-30. Incident date-unknown; occurrence-unknown. He notices at least 2-3 needles with issues from each poly bags. He has been using the syringes for 27 years this hasn't happened before. All of these issues found in the item# 328411; lot# 8295902; expiration date-2023-11-30. Consumer stated total of 15 of the syringes from this box had an issue but did not write down the information on the counts with each issue. Samples discarded for the above issues. He has faced these issues from the other boxes, no information available. Box discarded.

Event description:
It has been reported that the syringe 1.0ml 30ga 1/2in uf 10bag 500cs has been found experiencing bent needles, clogged needles, and incorrect needle length during use. The following has been provided by the initial reporter: material no: 328411, batch no: 8295902, unknown. It was reported by the consumer that the needles bend during injection, some needles bend when removing the shield. It was also reported that the needles are clogging when drawing up medication and some needles are short and some are three times longer. Event description per snow case states, "consumer reported since 2 and half months he has been facing the following issues. Needle gets bent during the injection or while taking it out of the vial. Some of the needles get bent while removing the needle shield. Confirmed if he takes the shield straight out. Incident date -unknown; occurrence-unknown; he also reported no insulin gets in the needle during the drawing. He thinks there is no hole in the needle. Incident date-unknown; occurrence-unknown; consumer also reported he sees some needles are short and some are 3 times longer. He notices from different poly bag in the box. Poly bag-lot# 8285902 a. 2018-10-01. Expiration date-2023-11-30. Incident date-unknown; occurrence-unknown. He notices at least 2-3 needles with issues from each poly bags. He has been using the syringes for 27 years this hasn't happened before. All of these issues found in the item# 328411; lot# 8295902; expiration date-2023-11-30. Consumer stated total of 15 of the syringes from this box had an issue but did not write down the information on the counts with each issue. Samples discarded for the above issues. He has faced these issues from the other boxes, no information available. Box discarded.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8295902. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. H3 other text : see h.10.